Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, one of the hinges popped out of the force bipolar instrument and caught on peritoneum. The surgeon was then required to suture the defect in the peritoneum to insure the mesh would be fully covered. The procedure was completed robotically, and there have been no reports of any postoperative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.